Event description:
On (B)(6) 2012, customer reported a clenz leak under the hmx autoloader and on the floor when running startup. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tubing through pinch valve 49. Fse noted that the tubing had a hole in it. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).